Event description:
It has been reported to philips that, the movements of the angiograph c-arc are blocked. But the table remains unlocked. System was given error "motion geometry available only partially" restarted several times, but problem persists. It is unknown how the procedure was completed. Patient/user harmed has been marked as yes. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred and the diagnostic procedure was completed using another system and there was no harm/injury to the patient. The philips field service engineer (fse) inspected the system onsite and confirmed that movement of the angiographic c-arc were blocked and the table remained unlocked. Review of the log file showed the host-pc was unable to communicate with geo-ipc which resulted in the unavailability of the movements. The fse identified that the geo-ipc software was corrupted. The fse reloaded the software of geo-ipc. After reloading the software of geo-ipc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.